Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited mirror image noise. It was also reported the rv lead exhibited short v-v intervals. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.